Event description:
A total of three drainage devices have been reported as not functioning properly. The cerebral spinal fluid (csf) collects in the buretrol but does not drain into the drainage collection bag. All three systems were changed for another drainage device (same style) that worked properly.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated, based on the reported information. See scanned page.